Event description:
It was reported, that a cartridge alarm occurred, during insulin delivery. Customer reverted to manual injections for insulin therapy. There was no adverse impact to customer¿s blood glucose level.

Manufacturer narrative:
The device is expected to be returned. However, the device has not yet been received. A supplemental report will be submitted, if the device is received and evaluation is performed.